Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from all five meter memory results and from am fasting meter to meter comparison results of 192 mg/dl using truefocus meter and 81 mg/dl using dr.(B)(6) device. The customer¿s expected blood glucose test result range is 70-79 mg/dl am fasting (stated this is normal for her and would not concern her am fasting) and 100-115 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 185 mg/dl using truefocus meter. The product is not stored according to specification in the living room. The test strip manufacturer's expiration date is 08/29/2020 and open vial date is (B)(6) 2020. Customer's test strips were expired at the time of the call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 30-dec-2020: h6: updated FDA's conclusion codes h10: complaint product was not returned for investigation, product lot number provided expired, unable to perform retention testing, updated most likely underlying root cause from mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system to mlc-012: product expired.